Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 190 units. Reportedly, the cartridge was filled with 460 units of insulin. Although requested, the customer declined to load a new cartridge or perform troubleshooting with tandem technical support. The customer's blood glucose level was 156 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.